Event description:
It was reported to bsc/target that during the procedure the gdc 10-soft synerg detection circuit broke at the level of the junction inside the prowler-14 catheter. The condition of the patient is unknown.